Event description:
It was reported that customer was hospitalized for diabetic shock and low blood glucose levels. Customer's blood glucose reading at time of 911 call was 52 and 47 mg/dl. Customer was wearing the pump and the sensor at the time of 911 call. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.